Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that patient had unretrieved device fragments inside the body. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, during stent placement, it was noted that the tip of the guide wire broke off and the fragment was left in the patient's heart. No known patient complications reported.